Manufacturer narrative:
See MFR: 3012307300-2017-02068.

Event description:
It was reported that the patient's pump alarmed for occlusion (alarm number in pump history: 2) during use of a cleo® 90 infusion set. The patient had tried changing out their tubing following the occlusion alarm, but occlusions continued. It was noted the patient wears a pump in a case in their pocket. The occlusion occurred during bolus delivery. The patient's blood glucose level was 145mg/dl at the time of the event. The patient had been using their cartridge/infusion set for less than three days. A soft cannula was used with the infusion set. The patient's cartridge was noted to be overfilled with insulin. The patient was advised to change their site. The patient also noted there was dried blood and bruising on their skin. After changing the site, the patient reported no further occlusions. No permanent injury was reported.